Event description:
One blood leak occurred during dialysis at the 24th reuses. The total blood loss is approx. 200cc, since the blood was not returned to the patient. The patient was well and no medical treatment was given.